Event description:
It was reported that a user was standing on the side of the device and another user engaged the brake at the foot end. It was further reported that when the brake was engaged, it dropped onto the other user's foot causing a fracture and missed days of work. The device is currently pending evaluation and the model and serial number have not yet been provided. Attempts are being made to gather additional injury and treatment details from the user facility.

Event description:
It was reported that a user was standing on the side of the device and another user engaged the brake at the foot end. It was further reported that when the brake was engaged, it dropped onto the other user's foot causing a fracture and missed days of work.

Manufacturer narrative:
Multiple attempts were made to contact the customer to ascertain further information surrounding the alleged event. However, these attempts were unsuccessful.